Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient received continuous intravenous infusion of remodulin through pump. The patient experiencing pump-related issues for a second time; it was unknown. The patient stated that it took several hours to reattach the pump and cassette and to restore infusion overnight. There were no reported patient involvement and no patient harm.

Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The event history log was unable to be reviewed as the product was not returned.